Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus liberte (mr) ous - 38 x 3.00mm stent delivery system (sds) was returned for analysis without a stent. No stent was returned. The balloon was reviewed. There was no stent on the balloon and the balloon wings appeared relaxed. It appeared the balloon may have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 35mmx3mm, concentric, de-novo target lesion containing a lesion bend of between >45 and <90 degree was located in a moderately tortuous and mildly calcified left circumflex artery. A 6f 3.5 non-bsc guide catheter was advanced. A non-bsc guidewire crossed the lesion. Predilation was performed with a 2x12 non-bsc balloon catheter. A 38 x 3.00mm taxus¿ liberté¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.38 promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.